Manufacturer narrative:
Continuation of concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2013; 4024-58 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.